Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation was allergic reaction with anaphylactic shock.

Event description:
Further events reported by the patient are "edema and burning".

Manufacturer narrative:
The event of anaphylactic reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "having an allergic reaction (with anaphylactic shock)." Patient additionally reported "did environmental, skin and food tests, all resulted negative." The device has been explanted. This record represents the left side.